Event description:
It was reported that during a declot av graft procedure that the a4405 embolectomy catheter was inflated and the surgeon pulled back on the catheter and it broke off in the pt. The "broken tip" was not found and remains in the pt. No injury or complication resulting from the tip of the catheter remaining in the pt has been reported.